Event description:
Pt reported "no weight loss" with the pt's lap-band device after continual fill appointments. The pt also stated that there were "unfills because of extreme pain." After the pt's last fill, the pt experienced pain for "3 days." Another doctor was found, when the pt was told that the implanting doctor was no longer going to be in practice, and an appointment was made for a fill. A fluoroscopy was performed and a hole was discovered. The device remains implanted at this time. Follow-up with the surgeon in progress.

Manufacturer narrative:
Taper ii. (B)(4). The report associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Erosion, pain, and inadequate weight loss are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."